Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) pressures from the fiber optic sensor (fos) were not accurate. When the rn switched to the transducer, the waveform was flat and the rn was not able to flush the central lumen. As a result, an alternate arterial line would be placed. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint that the "central lumen clotted off" is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) pressures from the fiber optic sensor (fos) were not accurate. When the rn switched to the transducer, the waveform was flat and the rn was not able to flush the central lumen. As a result, an alternate arterial line would be placed. There was no report of patient complications, serious injury or death.